Manufacturer narrative:
Device (B)(4) has been inspected for investigation purpose. It was confirmed that the articulated arm was worn. The articulated arm has been replaced.

Event description:
It has been reported that after the surgery, the articulated arm was non-functional. There was no patient/user impact reported.